Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with difficulty and ablation was performed on the left superior pulmonary veins. The patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The case was terminated, the patient recovered with no further issues and has since been discharged. There were no performance issues with any sjm device.